Event description:
The customer reported that during a laparoscopic gastric bypass procedure, when the surgeon attempted to seal the mesentery tissue, sometimes it did not work. The thickness of the tissue being grasped was not known. Reportedly, both regrasp alarms and endtones (indicating completed seal cycles) were heard. After the surgeon tried to seal several times and was still experiencing difficulty, a new device was opened to complete the procedure. There was no bleeding and no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.